Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported for left side "capsular contracture, baker grade unknown" and "exchange from textured to smooth due to patient's concern with the product." Device has been explanted. Device was found "to be ruptured" upon explant.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown" and "exchange from textured to smooth due to patient's concern with the product." Device was found "to be ruptured" upon explant.

Event description:
Healthcare professional reported for left side "capsular contracture, baker grade unknown" and "exchange from textured to smooth due to patient's concern with the product." Device has been explanted. Device was found "to be ruptured" upon explant.